Event description:
It was reported that (1) tct75 was used during a colon resection procedure. It was reported by the rep that the stapler "did not fire". The hospital gave the stapler to the rep. It is unknown how the case was completed and there was no consequence to the pt. Further info received from rep on 2/16/2000: another tct75 was used to complete the case.